Event description:
The pt's mother reported, the patient believed a tampon fell apart inside the pt when she attempted to remove the tampon. The pt went to her physician who removed an apparently partially retained tampon adhered to the vaginal wall. There was also a diagnosis by the physician of vaginal mucusitis. The pt was released after undergoing a betadine/ water douche, and receiving a prescription for 500mg amoxicillin po bid x10d and 500mg metronidazole po bid x7d. Patient was instructed to follow up if the condition worsened or changed.

Manufacturer narrative:
After four follow-up calls from customer service to the complainant, products and records were received on 10/19/2006, allowing the manufacturer to confirm the occurrence of an adverse event. Test records and daily quality reports for the lot were reviewed, and no data were found for issues that could contribute to the event. Retained product from the lot were examined for physical integrity and loose fiber both wet and dry without adverse findings. Finally, physical strength was evaluated on remaining products from the original carton. Cord pull data was well above minimum specifications.